Event description:
Patient reported an left side "body had a weird reaction with implant when first implanted," "one breast got so rock hard" and antibiotics were prescribed and the swelling went down. Patient reported additional event of "an infection". Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.6a.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (unknown onset). Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported an left side "body had a weird reaction with implant when first implanted," "one breast got so rock hard" and antibiotics were prescribed and the swelling went down. Patient reported additional event of "an infection". Device remains implanted.

Event description:
Later healthcare professional reported an exchange with patients concern. This record will be for the left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, g1. Fi summary: with the information collected during the investigation, there is enough evidence to support that device serial number 18944900 was manufactured under controlled conditions in accordance with allergan procedures. Environmental monitoring results were found to be acceptable and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run 30013498 is not related to any additional complaint infection record reported as of today. During the trend review of all infection complaints for gel breast implants for the period of (B)(6) 2019 through (B)(6) 2021, was noted an outlier in (B)(6) 2019. An additional analysis was performed to determine any pattern or any similarities relation between prs involved. It was found that some primary packaging operators were involved in more than one occasion, however the people were trained in the corresponding procedure. Also, calibrations and maintenance of the equipments' involved in more than one occasion were reviewed and it was determined that they were performed on time and met specifications. In addition, all the records involved in this month were reviewed and no issues were found associated to either event. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time.

Manufacturer narrative:
Reason for reoperation: rupture and granuloma.

Event description:
Healthcare professional later reported rupture and siliconoma. Device has been explanted and replaced.

Event description:
Patient reported an unknown side "body had a weird reaction with implant when first implanted," "one breast got so rock hard" and antibiotics were prescribed and the swelling went down. Patient reported additional event of "an infection". Later healthcare professional reported an exchange with patients concern. Later healthcare professional reported rupture and a silicoma. Operative report noted "rupture, severe inflammatory changes in pectoralis pocket, and siliconoma" this record will be for the left side. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed broken on posterior side assessed as unidentified (tear) opening. (Shell thickness within specification). Edema: unable to observe as it is not related to the device. Visibility/palpability: unable to observe as it is not related to the device. Infection (unknow onset): unable to observe as it is not related to the device. Anxiety-product/procedure: unable to observe as it is not related to the device. Granuloma: unable to observe as it is not related to the device. Inflammation/irritation: unable to observe as it is not related to the device. As per the investigation procedure, particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.